Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was explanted because the atrial lead had dislodged. There are no known allegations against the device. Attempts to obtain further information were unsuccessful.